Event description:
It was reported that the drain tubes on the foleys are too long and do not drain properly. As a result, the patient allegedly experienced discomfort and feeling the need to void. Upon manipulation of the tube, the urine was able to drain. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure mode could be "incorrect cutter set-up." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until the urine is visible under the access site. Maintain unobstructed urine flow and keep the catheter and collection tube free of kinking. Keep the collection bag below the level of the bladder or hip at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the drain tubes on the foleys are too long and do not drain properly. As a result, the patient allegedly experienced discomfort and feeling the need to void. Upon manipulation of the tube, the urine was able to drain. No medical intervention was reported.